Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed a downstream occlusion sensor calibration and showed a cassette sensor error.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a downstream occlusion (dso) sensor that failed, and the upstream occlusion (uso) sensor values were high. The cause of the customer reported problem was the dso and uso sensor failure. The manufacturer representative replaced the dso and uso sensor, and the pump passed all functional tests and performed as intended after repair.